Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 9087905. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. H3 other text : see h.10.

Event description:
It was reported that the bd connecta¿ 3-way stopcock leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "when the connecta was used in patient. There was leakage caused by interface connection is not tight. It was affected the treatment schedule and increased nursing work."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd connecta 3-way stopcock leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the connecta was used in patient. There was leakage caused by interface connection is not tight. It was affected the treatment schedule and increased nursing work."